Event description:
A user facility biomedical technician (bmt) reported to fresenius technical support (ts) that a 2008t hemodialysis (hd) machine powered down during power up of the machine. While inspecting the hd system, the bmt discovered that the white wire going from the power switch to the power control board was black, also the power switch terminal was black. No other parts were damaged. To resolve the reported machine issues, the bmt stated the white wire and power switch terminal were replaced to resolve the issues, and the machine was returned to service. No further thermal damage was found on any machine components. There was no burning smell. Smoke, or any signs of arcing, sparks, or flames. The machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet, and there was no previous history of the machine failing the electrical leakage test. The biomed stated there were 24,000 hours on the machine. The damaged/replaced parts were available to be returned for evaluation. There was no patient involvement associated with the reported event.

Manufacturer narrative:
Correction: g2 consumer changed from "yes" to "no".

Manufacturer narrative:
Additional information: d9. H3 plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A user facility biomedical technician (bmt) reported to fresenius technical support (ts) that a 2008t hemodialysis (hd) machine powered down during power up of the machine. While inspecting the hd system, the bmt discovered that the white wire going from the power switch to the power control board was black, also the power switch terminal was black. No other parts were damaged. To resolve the reported machine issues, the bmt stated the white wire and power switch terminal were replaced to resolve the issues, and the machine was returned to service. No further thermal damage was found on any machine components. There was no burning smell. Smoke, or any signs of arcing, sparks, or flames. The machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet, and there was no previous history of the machine failing the electrical leakage test. The biomed stated there were 24,000 hours on the machine. The damaged/replaced parts were available to be returned for evaluation. There was no patient involvement associated with the reported event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (bmt) reported to fresenius technical support (ts) that a 2008t hemodialysis (hd) machine powered down during power up of the machine. While inspecting the hd system, the bmt discovered that the white wire going from the power switch to the power control board was black, also the power switch terminal was black. No other parts were damaged. To resolve the reported machine issues, the bmt stated the white wire and power switch terminal were replaced to resolve the issues, and the machine was returned to service. No further thermal damage was found on any machine components. There was no burning smell. Smoke, or any signs of arcing, sparks, or flames. The machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet, and there was no previous history of the machine failing the electrical leakage test. The biomed stated there were 24,000 hours on the machine. The damaged/replaced parts were available to be returned for evaluation. There was no patient involvement associated with the reported event.